Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the 8mm, large suturecut needle driver had a broken tip. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: no material missing or detached from the portion of the device that enters the patient¿s body.